Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had dispensing medication issue. A technical support specialist remoted into the stations and confirmed they had not been upgraded. After identifying the issue, proceeded to upgrade the devices. Once the upgrades were completed and verified that communication was successfully restored to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es has dispensing/return medication issue post-upgrade. A nurse had reported an issue involving three pyxis machines (mc16icu1, mc16icu2, and mc16icu3) on the unit. The nurse had pulled medication from one machine and attempted to return it to a different machine. However, the second machine had not recognized that the medication had been dispensed with another device and had still allowed it to be pulled again. As a result, the system did not permit the return of the medication, indicating a lack of synchronization between the machines. There were no adverse events or injuries reported based on this incident.